Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 31-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient showed up to a scheduled refill at the clinic complaining of increased pain and requesting a dose increase. Upon interrogating the pump and accessing the reservoir, it was discovered that the pump had an excess of drug still inside. The programmer read 1.5 cc in the reservoir and 16 cc were aspirated. A dye study was conducted on (B)(6) 2020 at the hospital which showed some flow of dye through the catheter, but the hcp indicated that it did not flow easily nor did it aspirate easily. The hcp noted that the catheter was not functioning normally. No actions had been taken at the time of report but the hcp requested approval for a pump replacement. Once approved, the hcp intended to replace the pump and catheter. The issue was unresolved at the time of report and the patient's status was alive - no injury. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that this issue had been going on for almost a year. It was noted that they had tried to resolve the issue in (B)(6) 2019 by replacing the personal therapy manager (ptm) however that did not resolve it.

Manufacturer narrative:
Continuation of d11: product ID 8782, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter; product ID 8784, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep on 2020-may-27. It was reported that the patient had a pump replacement and catheter revision on (B)(6) 2020. It was determined that the patient's catheter had "too sharp of a turn" right at the distal portion of the anchor. This was prohibiting the flow of medication. Once this issue was discovered, the catheter was cut just above it and a new catheter was placed. It was confirmed that the patient was doing well and the pump was functioning appropriately. The patient's weight at the time of the event was provided. No further complications were reported.